Manufacturer narrative:
Follow-up #1 date of submission 06/18/2015-product analysis:the device was returned and evaluated by product analysis on 06/04/2015 with the following findings:the complaint was unable to be duplicated with investigation. Review of the pump¿s black box revealed multiple occlusion alarms. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump¿s force sensor calibration was within specification.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.